Event description:
It was reported that the patient had a stroke on (B)(6) 2025 while on eliquis. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an embolic stroke on (B)(6) 2025 while on eliquis. The patient had a computed tomography (CT) scan, stroke stat, and a mechanical thrombectomy. At the time of the event, the patient had left sided weakness, left facial droop, and dysarthria. The patient left several days after admission with improved weakness / facial droop but ongoing weakness.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.